Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was not impacted by the occlusion alarm. A system check was performed and the pump performed as intended. The contact reported the customer would continue to use the pump for insulin therapy.